Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.08730 inches. No possible over or under delivery anomaly noted. Device was downloaded and all bolus delivered were found at the carelink pro report. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. The customer experienced different high blood glucose level of 352 mg/dl. The customer was treated with food for low blood glucose level and with syringe and insulin pump for high blood glucose level. The customer did not report any symptoms for low blood glucose level. The customer stated that insulin pump was delivering insulin correctly. Troubleshooting was declined by the customer for low blood glucose level. The insulin pump will not be returned for analysis.